Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having high blood pressure, heart problems, copd. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged having high blood pressure, heart problems, copd. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During investigation, dust-like and fibrous contamination was observed on and around the iso port. A brown unknown contamination was also observed at this location. Also observed an unknown white crusty powder type of contamination at the air input of the blower box at the filter area, observed a fine white dust like contamination on the blower box exterior. There was black contamination, consistent with keratin, at the air outlet of the blower box. Dirt-like substance on the front of the ui panel, dirt-like substance on the top enclosure, brown unknown contaminate on back panel (possible biological material). Black fibers (inconsistent with degraded sound abatement foam) on the ui panel. Dust-like contamination at the air inlet of the blower box. Dust-like contamination on top of the blower motor. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. Evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.